Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the irrigator the irrigator leaked during the case, batteries were hot and started to smoke. Therefore, there was a thermal event.

Event description:
It was reported that the irrigator the irrigator leaked during the case, batteries were hot and started to smoke. Therefore, there was a thermal event.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, as it was disposed of, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: leaking. Probable root cause: material/design error constant irrigation flow is not maintained leading to limited field of view stopcocks in improper configuration. Large anatomy. Missing o-ring. Damaged or deformed o-ring. Pump malfunction (motor, control board, harness, power supply, battery, or cassette). Clogged tubing. User error. The reported failure mode will be monitored for future reoccurrence.